Event description:
Pt arrived in the unit complaining of pump bag wet and leaking. Pt stated that on that day she noted pump beeping and said "air online." She said she called the 800 number on the back of the pump and was instructed to check the bag, and she discovered it was wet. Apparently the tubing leaked.